Event description:
There have been ongoing issues with this product bending or breaking after processing. We submitted a medsun report about this a year ago, but have not seen any changes or improvement to this device. We are having flow sensors returning from processing with the knobs either bent or broken off. They then fail calibration. It is very easy to break or bend the knobs when removing from the housing. They are not durable at all. There has been no change during the past year.